Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. To date, information regarding the patient (medical records and valve in valve procedure op notes) have not been received for review. Per the instruction for use (IFU), valve stenosis, is a potential risks associated with the use of the bioprosthetic heart valves. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, despite multiple information requests, the root cause for the valve stenosis 6 years and 5 months post valve implant could not be confirmed but may be related to the patient¿s co-morbidities not provided or pre-existing valvular disease process. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the (B)(6) clinical study, 6 years and 5 months post implant of a 23mm sapien xt valve in the aortic position, the patient reported worsening fatigue and shortness of breath for the previous 6 months. Echo found progressive stenosis if the sapien xt valve. Peak velocity measured approximately 4.6m/sec with a mean gradient of 55 mmhg. Initially, anticoagulation treatment was attempted in the hope of dissolving any sub-valvular thrombus; however, no improvement in the gradient was observed after 3 months of treatment. A valve in valve procedure was then performed and a non-edwards valve was implanted. Post valve in valve, echo showed an aortic peak velocity of 2.58m/sec and a mean gradient of 13 mmhg.